Event description:
During preparation for cardiopulmonary bypass, while the pump system was being moved from the prep room to the or, the device unexpectedly stopped operating shortly after being switched to battery backup power. A backup pump system was employed. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
The battery was returned for investigation. One of the cells of the battery had failed, reducing the charge storage capacity of the battery.